Event description:
Edwards received information that this bioprosthetic aortic valve exhibited severe regurgitation after an implant duration of one (1) month. Information obtained through investigation revealed this 61 year old female patient had a long history of heart disease including mitral valve replacement and tricuspid valve replacement. This patient expired with the device implanted approximately two months post-avr. The cause of death is unknown.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted in the patient. Without return of the device, edwards is unable to confirm the clinical observation. No further actions are possible with the available information.

Manufacturer narrative:
Serial number: (B)(4).

Manufacturer narrative:
Additional manufacture narrative the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.